Event description:
The following has been reported: manager reported: "magnesium running, noticed puddle of liquid under the pump. Stopped med and noticed magnesium leaking from the bottom of cassette. Stopped infusion than changed tubing." Patient harm: no. Active infusion stopped: yes. Drug: magnesium. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0013-25. Microscopic examination revealed that the edge of the diaphragm was not properly positioned and was displaced towards the flat area of the diaphragm. During the priming process, liquid drops were coming out of the ivenix unit. The kit could not be installed on the ivenix pump due to the mentioned defect. An underwater leak test was performed to verify the liquid and air side areas of cassette and bubbles were observed coming from unit. Finally, a dye test was performed, and the ink spilled over all the ivenix cassette. The customer complaint is confirmed. The probable root cause is related to a manufacturing error during the positioning of the diaphragm, leading to it being displaced. A nest fixture was created to improve diaphragm assembly accuracy, a magnifier lamp (white light) was added to ensure correct diaphragm placement, and units were inspected before and after welding. These actions were implemented on 04/25/2025 to mitigate this issue. The current process controls detection include 1) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25a16013 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.